Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, the lead was placed however r wave was not received. The rv lead was re-positioned several times and physician decided to remove and replace the lead with a different lead. No patient complications have been reported as a result of this event.